Manufacturer narrative:
The subject device was inspected and investigated at omsc manufacturing site. It was confirmed that the inside of the air/water nozzle was dirty and the foreign matter was adhering to inside the air/water nozzle. It was also indicated that the subject device had been insufficient or incorrect reprocessed (the user may have used the poor reprocessing subject device for next procedure). As a result of analysis of the foreign material by fourier transform infrared spectrophotometer, silicone was detected and peak remarkably similar of dimethylpolysiloxane was confirmed. As a result of energy dispersive x-ray analysis of the foreign material, silicon was strongly detected, therefore the foreign material might be silicic acid (silica and so on). Omsc also reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Cause] -conclusion from the analysis results, it was presumed that a agent such as an antifoaming agent may be derived. -considerations the main component of antifoaming agents such as baros is dimethylpolysiloxane, and it seems that hydrous silicon dioxide was also contained in the components. It was not possible to identify the origin or cause of adhesion of the clogged foreign matter, but it was speculated that it may have been caused by the accumulation of dry residues such as defoaming agents due to inappropriate or inadequate cleaning and disinfection. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair and investigation at our manufacturing site, it was found the air/water nozzle of the subject device was clogged with foreign material and it indicated that the subject device had been insufficient or incorrect reprocessed (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to our manufacturing site for repair and analysis of a malfunction of the air/water nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.